Manufacturer narrative:
(B)(4). The device is currently undergoing detailed laboratory testing to determine root cause.

Event description:
Boston scientific received information that this patient was scheduled for an in-clinic device check. Following the device check, the patient was scheduled for a device replacement procedure due to the low voltage alert issue. The patient is not pacemaker dependent and has not received shock therapy post-implant. The local representative was notified that boston scientific's technical services (ts) had recommended device replacement within 28 days back in (B)(6) 2013. It appears that the physician was reluctant to perform a device replacement procedure due to the patient's high risk for infection. The patient was presented back to the electrophysiology (ep) laboratory. Ts was contacted to discuss the patient's lead configuration. The device was explanted with no adverse events reported. The device was received at boston scientific's return products department.

Event description:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a remote device check, this implantable cardioverter defibrillator (ICD) displayed the fault code 1003 and the warning message that the voltage was too low for the projected remaining capacity. A memory download was performed and sent to boston scientific for further evaluation. No adverse patient effects were reported. A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. At this time delivery is currently unaffected; however, the device is malfunctioning and should be replaced. The ICD has a sufficient reserve to maintain normal therapy functions for four weeks. Beyond that time, therapy could not be guaranteed